Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the keypad became unresponsive prior to the error alarm occurring. Blood glucose level at the time of the incident was 148 mg/dl. Customer also reported recently being released from the hospital due to non-diabetes related issues. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.